Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02322. It was reported the patient is scheduled for a lead revision for an unknown reason.

Event description:
Device 1 of 2 :reference MFR. Report#3006705815-2018-02322. Follow-up identified the patient was not receiving adequate therapy to their desired pain pattern. Surgical intervention was undertaken on (B)(6) 2018 wherein the leads were repositioned lower in the epidural space. Effective therapy was restored postoperatively thus resolving the issue.